Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the insertable cardiac monitor (icm) incorrectly provided an atrial fibrillation (af) diagnosis. No intervention was reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.